Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced fatigue. The right atrial lead exhibited intermittent capture, high pacing thresholds and a lead impedance anomaly. The lead was capped and replaced. The patient was in stable condition during and post procedure.